Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of an increase in speed with no increase in flow could not be determined through this evaluation. In addition, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), (B)(6), and the reported hypotension could not conclusively be established through this evaluation. It was reported that while the patient was in the operating room during implant, there were concerns that the pump speed was increased without an increase in flow values. The submitted controller event log files contained events consistent with the initialization of pump support on the day of implant. Following the initiation of pump support, the stored patient speed was gradually increased from 4700 rotations per minute (rpms) to 7200 rpm. Flow initially increased during this time and then appeared to plateau. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the files. It was later reported that the patient was hypotensive. An echocardiogram showed that the left ventricle was dilated with the aortic valve opening every beat. The patient was placed back on cardiopulmonary bypass (cpb) and the pump was removed. No clots or obstructions were found in the inflow cannula or outflow graft. The pump was re-primed for 2 minutes in saline with normal parameters and then placed back inside the patient. Cpb was weaned again, and pump flows appeared normal. Transthoracic echocardiogram (tte) showed left ventricular decompression and the aortic valve continued to open every beat. The chest was closed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were concerns that the revolutions per minute (rpm) increased speed to 6000-7200 rpm with no increase in flow readings, 5-5.5 liters per minute, while in the operating room for left ventricular assist device (lvad) implant. The patient was hypotensive with mean arterial pressures (maps) in the 50s mmhg. Echocardiogram showed the left ventricle dilated with aortic valve opening every beat. The patient was placed back on cardiopulmonary bypass (cpb) and the lvad was disconnected to assess the inflow cannula, pump, and outflow cannula; there were no findings. The outflow cannula was back primed with no obvious clot. The pump was re-primed for 2 minutes in saline with normal parameters, reattached and restarted; the cpb was weaned again and flows were 5-5.5 liters per minute on 6600 rpm. There was no delay in patient care and no more alarms occurred. Log files were submitted for review. The log did not show any type of pump failure issues causing the flow no to respond to the increased pump speed. Transthoracic echocardiogram (tte) showed left ventricular decompression and the aortic valve continued to open every beat. The chest was closed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.